Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states "bd's new style alaris pumps have defective plastic. These devices are not as durable as their previous models (both bd and carefusion branded). The hinge for the door latch spring become deformed from routine use. Other plastic parts such as the door, door cover, and bezel are also less durable than previous models. Several devices have been returned to bd for evaluation of the door and bezel, but they claim the product is not defective. Healthcare facility experience suggests otherwise". There was no information on patient involvement.

Event description:
A copy of the medwatch report from FDA was received, which states "bd's new style alaris pumps have defective plastic. These devices are not as durable as their previous models (both bd and carefusion branded). The hinge for the door latch spring become deformed from routine use. Other plastic parts such as the door, door cover, and bezel are also less durable than previous models. Several devices have been returned to bd for evaluation of the door and bezel, but they claim the product is not defective. Healthcare facility experience suggests otherwise". There was no information on patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue that device had defective plastic was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.